Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer declined troubleshooting, but changed supplies to resume insulin delivery. Customer's blood glucose level was 200-300 mg/dl.